Event description:
Customer complaint reported as: "(B)(6)2020 , huashan hospital affiliated to (B)(6) university, doctor found ventilation obstacle during use ,and the inner side of the tube fell off and deformed, involved 1 pcs. This situation happened several times, doctor complained and thought it will cause serious consequence." The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. Upon review of the photo the defect reported by the customer was confirmed. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate , a root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "(B)(6) 2020, (B)(6), doctor found ventilation obstacle during use, and the inner side of the tube fell off and deformed, involved 1 pcs. This situation happened several times, doctor complained and thought it will cause serious consequence." The patient's condition was reported as fine.